Event description:
The customer called technical support (ts) reporting that the device has an error code 1122 blower temp high message. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer reported there was no patient involvement at the time the issue was discovered. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced the blower to resolve the reported issue. The device passed required performance verification tests per philips standards.